Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied. Blood glucose levels reached 357 mg/dl.

Manufacturer narrative:
The device was received not deployed with the needle cap still attached. After removing the needle cap, the device deployed as intended. The downloaded data shows the device completed first and second priming sequences as well as delivered a few pulses before it was deactivated. No timeouts or drive stalls were observed in the downloaded data. The needle mechanism and drive mechanism were inspected and no damages or abnormalities were observed that could contribute to the early deployment of the needle. The needle mechanism was manually reset and deployed as intended through manual rotation of the ratchet gear. Although no issues were observed, the exact cause of the reported early needle deployment could not be conclusively determined.